Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she experienced a high blood glucose level because her insulin pump was malfunctioning. The customer went to the health center at her school. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of 568 mg/dl. She gave herself an injection to get her blood glucose down. She also had ketones. The customer was off the insulin pump 30 minutes prior to hospitalization. The customer received a no delivery followed by a motor error alarm. Every time she rewound the insulin pump, she received a motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.